Event description:
During a laparoscopic adrenalectomy, the device didn't fire completely. It was stated that the staples didn't have pattern and that they were random. As a result, the surgeon had to take more tissue than necessary. The case was delayed about one half hour. There was no pt consequence. The case was completed using a competitive product.